Event description:
It was reported that the continuous glucose monitor was paired to the dexcom app but not to the ilet, as the user did not enter the cgm pairing code into the ilet, which resulted in the system delivering only nominal basal and a blood glucose value of 290 until manual entry was performed to resume dosing. Symptoms included hyperglycemia. Outcomes included a missed dose. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed that no device problem was found, a usage problem was identified, and the event resulted from an improper or incorrect procedure, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.